Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link catheter extension sets were disconnecting from the intravenous (IV) catheter when used with the power injector. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.